Event description:
Hollister actiflo rectal tube was inserted for diarrhea due to c. Difficile. There was a small amount of blood around the tube a few days later. The tube was removed with a large amount of rectal bleeding. The patient became hypotensive with a large amount of rectal bleeding, drop in hemoglobin and hematocrit, transfusion and eventually embolization to of superior rectal artery. Patient was stabilized.